Event description:
It was initially reported that the universal modular electric/battery double trigger handpiece was malfunctioning. Add'l clinical f/u with the customer indicated that the handpiece was making a humming or a buzzing-type sound and then becomes non-functional at this point. The customer is aware of the reset procedure, which in these cases, failed to resolve any of the reported events. There was no harm, injury, delay, extended surgical time, or medical/surgical intervention, and the facility has other power equipment sets available for immediate replacement.

Manufacturer narrative:
The device was not returned to the MFR; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.